Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was no capture on the ventricular channel and a drop in the r wave sensing. An x-ray was performed to confirm lead dislodgement due to twiddlers syndrome. The lead was explanted and a new lead was implanted. The patient was in stable condition before and after the procedure.